Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the logistics partner received damaged instrumentation. Three (3) chisel with quantity of one (1) has broken extraction tool and two (2) have bent blade, one (1) superior arm tip was broken and one (1) prodisc-l spreader forceps had broken pin. There was no patient involvement. This report is for one (1) superior arm tip, complete. This is report 1 of 1 for complaint (B)(4).